Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the ventilator was contaminated by water on the inhalation side. Water was eliminated; no part was replaced. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. Unfortunately, the device's logs have not been provided, no further analysis has been possible. As no more details regarding which part exactly were affected and circumstances of the contamination were provided, the cause of the issue could not be established.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: 1230605.